Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer experienced a low blood glucose (bg) level, the pump did not annunciate an audible alert. Blood glucose value was not known. Multiple attempts were made by tandem technical support to obtain additional information; however, no further information was provided.